Event description:
The customer reported that the system was not sending images. The images appear blown out.

Manufacturer narrative:
(B) (4). The ge service rep was onsite and found the saved images on the workstation were distorted. He found this while fluoroing in normal mode. The images were getting light and dark with brightness and contrast fluctuating erratically. He troubleshot to corrupted calibration files. The ge service rep checked the voltages and interconnect cable for problems, all were ok. He replaced the image processor in the workstation and verified the saved images. The rep ordered more parts for brightness and contrast problem. He calibrated the camera and collimator. The rep deleted and reloaded the software calibration files then verified that system is operating as intended.